Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 1200 mg/dl. Customer stated that blood glucose was 1087 mg/dl at the time of hospitalization. Customer also stated that they called ambulance. The customer was treated by bolus with pump. The customer was not wearing the insulin pump during the hospitalization. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned device for an alleged ems dispatched and was hospitalized for high blood glucoses found on (B)(6) 2022. Also, on case-(B)(4), svn#: (B)(4) - customer returned pump for an alleged unexpected suspend anomaly and auto suspend anomaly found on 25-jun-2021, on case-(B)(4), svn#: (B)(4) - customer returned device r an alleged high bgs and bolus wizard anomaly found on (B)(6) 2018 and on case-(B)(4), svn#: (B)(4) - customer returned devicefor an alleged possible under delivery, bolus anomaly, visit to emergency room and was hospitalized for low blood glucoses found on (B)(6) 2017. The device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. However, the v had a high active current measurement, sleep current measurement and the device remained powered on the after removing the test battery. The device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. The bolus wizard feature was functioning properly. Programmed the current time and date and set the auto suspend feature. The auto suspend alarm was turned "on" and programmed the time to 1 hour. Monitored the device for 1 hour and the auto suspend alarm feature is working properly. No uexpected suspend anomaly and auto suspend anomaly noted. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink.power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2019 to (B)(6) 2021. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date of (B)(6) 2022.also, there was no data available to verify unexpected alarms/suspends and bolus delivery for the event date of october 08, 2017. Device was cut open to perform visual inspection and found slight corrosion on the electric board, vibrator assembly/power connector and battery tube assembly noted. No corrosion or moisture damage found on the force sensor and motor assembly noted. A test case was used, the device powered up properly and continued testing. The device passed the self-test, sleep current measurement and active current measurement. After removing the test battery, the device properly alarmed insert battery. No device remained powered on anomaly noted. The vdevice had a high active current measurement, sleep current measurement (unexpected battery power loss, replace battery alert/replace battery now alarm) and powered on anomaly without the battery installed were confirmed due to corrosion on the vibrator assembly/power connector and battery tube assembly. No alarms or alerts noted during the testing. Force sensor zero offset within specification (24.3 mv). The motor was tested outside of the device on the ngp stb3 and passed .the test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. Unable to verify customer alleged for high blood glucose s and low blood glucoss. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery and bolus anomaly were not confirmed. Unexpected suspend anomaly and auto suspend anomaly were not confirmed. Bolus wizard anomaly was not confirmed. High active current measurement, sleep current measurement (unexpected battery power loss, replace battery alert/replace battery now alarm) and powered on anomaly without the battery installed were confirmed due to corrosion on the vibrator assembly and battery tube assembly. During visual inspection, slight corrosion was also found on the electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 1200 mg/dl. Customer stated that blood glucose was 1087 mg/dl at the time of hospitalization. Customer also stated that they called ambulance. The customer was treated by bolus with pump. The customer was not wearing the insulin pump during the hospitalization. It was unknown if the customer was using auto mode or not at the time of incident. The insulin pump will not be returned for analysis.